Event description:
It was reported that the patient was experiencing pain at the implant site due to placement of the device. The patient underwent repositioning surgery.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The patient is doing well following repositioning surgery. The device has been reactivated. The patient remains implanted. This is the final report.